Event description:
It was reported that this right ventricular (rv) lead had been used as a temporary lead and was explanted due to infection. Contamination was noted at the electrode end. It was successfully replaced with a new lead. No additional adverse patient effects were reported. This device was not returned to boston scientific so analysis could not be performed. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Furthermore, the review of the manufacturing records did not identify any failure of the product to meet its material, assembly, or performance specifications. Based on the available data it is concluded that the primary complaint of infection is well understood potential outcome for use of this device.